Manufacturer narrative:
Results of investigation: the front panel assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue to be front panel fluid ingress. At this time, carefusion will track and trend this reported issue and no further investigation is required.

Event description:
The customer reported that the vela unit had a spot on touch screen and was not working when touched. The customer also reported that the issue occurred during performance checks. There was no patient involved at the time of the incident.

Event description:
The distributor in (B)(4) reported that there is a spot on the touch screen and the screen is not working when touched.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement from panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor in (B)(4) for the return of the alleged faulty front panel assembly for evaluation. As of april 08, 2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.